Manufacturer narrative:
Although there were no consequences to the patient due to this incident, a similar incident could potentially cause a serious injury or death, if the incident were to reoccur.

Event description:
During a mis posterior spinal fusion from l3 to s1 on (B)(6) 2017, the surgeon was using the rod length indicator to measure for a rod, when a piece of the distal tip of the indicator was broken off. The piece of the indicator fell down the extension tower. The surgeon didn't realize this had happened until he was trying to place the rod in the screw head and it wouldn't go down into the screw. The surgeon tried to use the rod reducer to reduce the rod down into the screw, and he broke the knob off of the reducer by turning it so hard. The surgeon then saw the fragment on the x-ray and took the tower extender off the screw head to remove the piece of the tip of the rod indicator.